Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the following components: air/water tube, air/water cylinder, jet tube, plastic distal end cover, nozzle, adhesive on the bending section cover, and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.